Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been experiencing a progressively ineffective dilaudid pump. She had been brought in, to the surgeon, upon request of her managing health care provider (hcp). During the procedure, after the patient was placed supine, the surgeon placed a needle in the ¿diagnostic portal¿ of the pump in an attempt to inject dye however dye didn¿t flow. It was then decided to check the catheter flow openly. The previous incision was opened and the catheter was separated from the pump and directly injected. All of the contrast was exudating around the catheter and around the patient¿s flank. It was determined at that time that the catheter was nonfunctional. It was noted the patient had most likely not been getting any intrathecal drug in the past. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported someone ¿screwed up¿ her surgery, because the catheter broke under the spine. The surgery was reported to have occurred on (B)(6) 2014. The medication put in the pump was going into her lower back and wasn¿t going through the catheter. The patient was in the hospital 5 times. It was unknown when the catheter broke.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that during a pump case, the pump at end of service, the catheter was examined and via dye study was found the be completely occluded. The patient¿s catheter was at t10 and the patient had been titrated up over time believed to be related to inadequate pain reduction. As a result, the catheter and pump were replaced. Reportedly, the pump had delivered clonidine and dilaudid. The dose and concentration of these medications at the time of the event were requested. It was later reported that ¿the¿ pump was filled with clonidine and dilaudid at 500 micrograms per milliliter (mcg/ml) and 8.5 mcg/ml. However, it remained unclear despite attempts to clarify if this was the medication at the time of the event or what the new pump was filled with currently. The patient was to stay overnight and was on oral medication to manage the pain. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient¿s healthcare professional (hcp) had suspected a catheter problem in (B)(6) 2014 due to the patient having ¿more than normal hospital visits that year (5 visits per the patient). During pump replacement surgery on (B)(6) 2015 it was confirmed that the catheter was broken/ fractured and the catheter was replaced due to this complication. The patient ¿thought it should be mandatory to check the catheter every time the pump is replaced.¿